Event description:
An authorized service provider (asp) contacted ventec to report that a device needed service, and that they were electing to return it to ventec for evaluation. Upon examination of the device, ventec was provided with a copy of the asps work order where they had noted that the device was providing an alarm indicating very low fio2 (fraction of inspired oxygen) readings and delivering low fio2. Additionally, during the device evaluation ventec observed that it was delivering low vte (exhaled tidal volume) levels. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it delivering low fio2 (fraction of inspired oxygen), displaying the very low fio2 (fraction of inspired oxygen) alarm and delivering low vte (exhaled tidal volume) levels were confirmed. Ventec replaced the internal flow transducer (ift) and control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift and control board.